Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead, after extending the helix, the lead became dislodged in the atrium. The lead was repositioned during the implant procedure and remains in use. No patient complications have been reported as a result of this event.